Event description:
It was reported that a blazer open-irrigated was selected for a parahisian ablation procedure. During ablation it was noted that the irrigation port was broken and that indicated a sudden increase in ablation temperature. When the catheter was removed from the patient it was also noted that the tip was twisted. The catheter was replaced and the procedure was completed with no patient complications.

Manufacturer narrative:
The returned device was reported for catheter irrigation port was broken. The reported failure was confirmed through analysis as the device had a detached luer irrigation port. Visual inspection of the device revealed distal end of the main shaft is torqued causing steering to be out of plane. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a blazer open-irrigated was selected for a parahisian ablation procedure. During ablation it was noted that the irrigation port was broken and that indicated a sudden increase in ablation temperature. When the catheter was removed from the patient it was also noted that the tip was twisted. The catheter was replaced and the procedure was completed with no patient complications.